Event description:
It was reported to vyaire medical that the unit began to alarm and a leak was discovered on the 0y1778-circuit vent 10/cs. The issue occurred during patient-use and a new circuit was placed on the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue, based on the investigation and per picture provided by the customer we determine that the defect reported may be related with a misuse of the fg part number 0y1778 since the hole that can be seen in the tube's surface is evident and the reported issue states that the tube passed the calibration test performed, with that kind of defect the circuit probably would have failed this test. We also determine that without sample returned and lot number provided we cannot review the device history record of the fg part number 0y1778 and cannot perform a further investigation about the complaint. In addition, assembly and extrusion processes were review in order to detect any issue related with the reported defect and we could not find any issue with any of both involved areas. Also, the (B)(4) was review and we have controls for this kind of issues. Therefore, the root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."